Manufacturer narrative:
H.6. Investigation: due to no photo or sample being provided, the customer's complaint of leakage cannot be verified and the root case remains unknown. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h.10.

Event description:
It was reported that the as lvp 20d low sorb 2ss 0.2m cv IV tubing leaked into the patients bed. The following information was provided by the initial reporter: "patient bed was wet, discovered distal port of alaris IV tubing leaking. IV stopped and new tubing and IV bag restarted."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as lvp 20d low sorb 2ss 0.2m cv IV tubing leaked into the patients bed. The following information was provided by the initial reporter: "patient bed was wet, discovered distal port of alaris IV tubing leaking. IV stopped and new tubing and IV bag restarted."